Event description:
The MFR received info alleging a pt suffered a heart attack and brain damage while using an evergo oxygen concentrator. The device has not been returned to the MFR for eval. A f/u report will be filed when the MFR has completed the investigation.